Event description:
The customer contacted stryker to report that their device's buttons became inoperable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The root cause could not be established. The customer received a replacement device to resolve the reported issue. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The root cause was attributed to the operator interrupting the software update by opening the lid. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device's buttons became inoperable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.